Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer's wife reported that they were unable to enter the food for a bolus. The blood glucose reading was 183 mg/dl. She stated that the up arrow button was unresponsive. Nothing further was reported.